Event description:
The customer reported the device stopped working and delayed surgery for more than 30 minutes. Patient information and details of the event were requested, but not received. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.